Event description:
It was reported that the needle broke at the injection site while using the bd veo¿ insulin syringe with the bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: "consumer also reported needles bend during injection and sometimes break off at the injection site just before it is inserted into the skin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke at the injection site while using the bd veo¿ insulin syringe with the bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: "consumer also reported needles bend during injection and sometimes break off at the injection site just before it is inserted into the skin.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1068589. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10